Event description:
During a surgical procedure, the pt displayed oxygen desaturations (value not known). The anesthesiologist checked the endotracheal tube and re-positioned it. A fiberoptic bronchoscopy was performed to validate the tube position. A mucous plug was aspirated from the left mainstream bronchus and ventilation was restored to the left lung. The pt was subsequently extubated without difficulty and without adverse outcome. The pt has since been discharged from the hosp.